Event description:
Physician reported a "sbi rupture." Device has been explanted and side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Additional information to initial reporter: (B)(6).